Event description:
Threaded-end of pca extractor/inserter for hip replacement prothesis broke off in prothesis during insertion.surgeon unable to remove broken component from prothesis.no untoward effects to paitent.